Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va14xc9, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient didn't feel stimulation sensation in the pelvic floor. The manufacturer representative believed the lead may not be in s3 as the health care provider (hcp) had difficulty locating s3 during the implant surgery because fluoroscopy was not working due to a problematic c-arm. They had already attempted several reprogrammings and were going to attempt once more. The manufacturer representative was inquiring if they could just do a lead revision and replace the lead or if they would have to replace the implantable neurostimulator (ins) as well. The manufacturer representative met with the patient on (B)(6) 2016 and all impedances were normal, but they were not getting sensation in the right location. The patient didn't have any pain and they believed the lead was not in the correct location. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.